Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reporter that the patient used the sensor for approximately three hours and later developed bruising on the forehead. On postoperative day one, a 3 cm area of redness was noted on the left forehead without itching or pain. Shortly afterward, the patient reported redness and pain in the left frontal area. The attending physician initially prescribed lindelon vg, which was later changed to locoid. On day two, three raised, 3 cm lesions appeared on the forehead, still without itching. The patient reported that the rash persisted and that locoid seemed ineffective. A dermatology consult was arranged. Examination showed well-demarcated edematous erythema at three forehead sites and one on the left temple. Delayed pressure urticaria was suspected, and betaseremin combination tablets and nerizona universal ointment were prescribed.